Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls barrel was cracked. The following information was provided by the initial reporter: the customer reported that the barrel of one syringe was severely cracked.

Event description:
It was reported that syringe 3ml ls barrel was cracked. The following information was provided by the initial reporter: the customer reported that the barrel of one syringe was severely cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/25/2021. H.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photos and sample, barrel body damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. This nonconformance could have occurred at the assembly machine. The probable root cause could be due to a damaged tablet. This will cause the syringe barrel tip to unable to be fully seated in the lower tooling, which resulted in poor throw out at the leak test station. The defect could have been escapees that were failed to be removed by the production technician from the line during line clearance resulting it to flow to the subsequent process. H3 other text : see h.10.